Manufacturer narrative:
A customer alleged false positive results for multiple samples with the cobas® sars-cov-2 assay. When retested using a competitor assay, all of the original samples were negative. No harm has been alleged. An investigation was performed which did not identify any product problem. While unknown, it is likely the use of non-recommended sample collection and preparation practices could be a contributing factor. Additionally, the two assays used differ in the reagents and algorithms used as well as the sensitivities and specificities. Results from one assay may not be reproducible with the other, especially if viral concentration is low. Lastly, the possibility of true positives cannot be ruled out. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer in (B)(6), alleged false positive results for multiple samples with the cobas® sars-cov-2 assay. When retested using a competitor assay, all samples were negative. Retests with the competitor assay were performed shortly after the original tests (exact time-frame is not known), using the same samples that were used for the roche test. No harm has been indicated. The customer alleged 18 discrepant results, accordingly, 18 mdrs will be filed per FDA guidance. All samples collected were nasal swabs. Some samples were collected per the method sheet using cobas® pcr media kit tubes. Other samples were collected using abbott tubes (1 ml with te-buffer) and eswab collection kits. It is unknown exactly which samples were in which collection tubes. None of the samples were transferred to the cobas omni secondary tubes. Note, only cobas® pcr media kit tubes can be loaded directly onto the instrument as per the method sheet. Directly loading the other tubes used in this case is considered a non-recommended practice. Samples were stored at 2-8°c between testing. As per the affiliate, the customer had concerns regarding 4 run batches; 2581, 2583, 2585, and 2587, which showed mostly low positive results. A review of the data showed samples that were positive for target 1 and/or target 2. All CT values are delayed and have weak amplification. This is indicative of samples near the limit of detection (lod) of the assay. Delayed internal control (ic) cts were also noted for many samples. This is likely due to non-recommended sample collection methods, as this has previously been seen with the use of eswab collection kits. The delay is not seen for other samples or for controls. Ic curves are robust and sigmoidal regardless of the delay. It is unclear if the sample preparation, specifically the use of 1 ml tubes rather than 3 ml tubes, may have contributed to the results. The customer also attached data for run batches, 2589 and 2591, which were run on 30 jul 2020, immediately after the last complaint batch, 2587. A different cassette from the same reagent lot was used and those run batches did not contain any positive samples. All reagent cassettes, in this case, have been completely consumed, so there is no way to test for possible contamination of the cassettes used for the complaint runs. However, as the reagent cassettes were consumed within 24 hours of being loaded onto the instrument and the batches were run back-to-back, there would have been minimal handling of the cassettes. The likelihood that the reagent cassettes were contaminated is low. An investigation was performed to rule out reagent contribution which did not identify any product problem. A definitive cause for the positive results cannot be determined. However, as the samples were collected and prepared by methods not recommended per the methods sheet, it cannot be excluded as a contributing factor. Additionally, the possibility of the samples being true positive results cannot be ruled out. The competitor assay is not a confirmatory test. The two assays use different reagents and algorithms and have different sensitivities and specificities. Results from one assay may not be reproducible with the other, especially if viral concentration is low.